Event description:
It was reported that the battery life on the insulin pump was only one day. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion in the battery tube and on the battery cap contact.